Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: the keypad was found to be peeling off starting at the ok button. All of the keypad buttons responded appropriately during testing. The keypad was removed and no evidence of contamination was found under the key contacts. Evaluation revealed that the display screen was dim, fading and discolored. Evaluation also revealed a cracked battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/26/2014.